Event description:
It was reported that the lead warning had triggered for the right ventricular (rv) lead having high thresholds. Of note, there was no "sensing issue," but "artifacts" were seen on the electrocardiogram (egm). The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead warning had triggered for the right ventricular (rv) lead having high thresholds. Of note, there was no "sensing issue," but "artifacts" were seen on the electrocardiogram (egm). The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d234trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. Product ID: 5076 implantable pacing lead implanted: (B)(6) 2005. Product ID: 4965-50 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Evaluation summary: 694965 right ventricular (rv) lead. The actual device was not received for analysis; however, performance data was received from the device. Analysis found analysis the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).